Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were requested but not provided for review of usage/technique. Information regarding the patient's bone quality was requested but not available. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient" "use lateral fluoroscopy to properly manage the k-wire during pedicle preparation to ensure proper placement and avoid anterior advancement of the k-wire" "care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient" if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial three (3) level posterior fixation procedure from l2 to l5. During the procedure, upon removal of the kirschner wire (k-wire) from the right l3 vertebrae, it was noted that the distal tip had fractured off and approximately one (1) cm remained within the vertebral body. The fractured portion was unable to be retrieved. No further patient impact was reported. No additional information was provided.